Event description:
Display blank-backlight failure [device issue]. No adverse event [no adverse event]. Case description: this initial device case report was received on (B)(6) 2014 from a health care representative in the united states who called to speak with (B)(4) customer care and technical services (ts) regarding a device issue with inomax dsir# (B)(4). The device was not in use on a pt at the time of the device issue. On (B)(6) 2014, the rt experienced a problem with the transport inomax dsir unit# (B)(4). It was reported that the unit grayed-out, not allowing changes to be made; then a blank screen had occurred. The device was then re-booted but the device issue did not resolve. The reporter explained that the device was plugged-in and charging appropriately. Inomax dsir#(B)(4) was removed from service and returned to (B)(4) for service eval. Investigational results were received on 07/15/2014. Case comment: on 07/24/2014: this device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00023).

Manufacturer narrative:
On 06/19/2014, a health care representative in the united states called to speak with (B)(4)customer care and technical services (ts) regarding a device issue with inomax dsir# (B)(4). The device was not in use on a pt at the time of the device issue. (Complaint - (B)(4). Device investigation was completed on 07/15/2014. Eval summary: inomax dsir serial number (B)(4) was returned to the MFR for service investigation. The service log review revealed a delivery failure (df) alarm with backlight current below minimum (minimum: 800 counts and actual value: 590 counts) consistent with a failing display. The rsc investigation did not experience the reported complaint of a blank display but replaced the display and inverter board as a precautionary measure. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause was a display-backlight failure. This condition will be tracked and trended under (B)(4)'s quality system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because the display blank-backlight failure has occurred in the past and resulted in a serious adverse event (MDR # 3004531588-2013-00023).